Event description:
During a remote follow up, episodes of undersensing were noted on the right atrial (ra) lead. No intervention has been performed at this time. The patient was stable and will continue to be monitored.